Event description:
The initial reporter received questionable elecsys troponin t hs stat results from one patient sample tested on the cobas 6000 e601 module. On (B)(6) 2026: at 3:43 pm, the initial result of the first patient sample was 25.54 ng/l. At 8:23 pm, the initial result of the second patient sample was 4.78 or 4.82 ng/l. At 9:06 pm, the repeat result of the first patient sample was 10.62 ng/l. On (B)(6) 2026: the repeat result of the second patient sample was 4.78 ng/l.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The investigation is ongoing.